Event description:
It was reported that after a da vinci assisted pulmonary lobectomy surgical procedure, the patient presented for a post-operative check-up on post-operative day 13 and a pleural effusion was diagnosed. An ultrasound guided thoracentesis was performed, and the pulmonary effusion was drained and resolved the same day. The patient was not readmitted as an inpatient. A diuretic was prescribed on post-operative day six for pleural effusions. There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.